Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient vision performance was unacceptable. The lens was explanted and replaced with unspecified lens in a secondary procedure. The clinical reason for the explant was intolerable optical artifacts / negative dystopia. Additional information has been requested but is not available at the time of this report.